Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Engineering actuated the device and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing and was unable to replicate the customer's experience of clip scissoring. The unit was disassembled for further evaluation and met all specifications. The root cause of the customer's experience of clip scissoring may have been the result of the application structure size, the location of the vessel within the clip or the angle of clip application, preventing the clip toes from aligning during clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap sleeve gastrectomy- "clips would fire in a scissor pattern." Patient status - "fine."